Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their site. The customer states they had blood at the site. The customer states they had received no delivery alarm. The customer states the issues was resolved with site change. The customer's blood glucose level at the time of incident was 473mg/dl. The customer treated the high with bolus. The customer was advised to monitor the device and call back if issues persist. The customer declined to troubleshoot for the highs.